Event description:
Vns pt has experienced episodes of hypotension and bradycardia since implant. The pt's seizure frequency and severity had both decreased with the vns therapy, but the pt sleeps more after a seizure now. It was reported that pre-vns, the pt would typically sleep for about 30 mins after a seizure and that they sometimes sleep for up to 4 hrs now. The pt's blood pressure and blood oxygen level both drop during these episodes. The pt's blood oxygen level reportedly drops into the 80's during these episodes. The pt's family member reported that the pt began having more "sleeping seizures" and that she planned to request a sleep study due to family history of sleep apnea. The pt experienced this type of seizure "once in a while" before vns implant but has now been having them once per week. The pt's family member reports that during these episodes, the pt will suddenly fall asleep and is not arousable. The pt's family member reports that an EKG showed "abnormal t waves" that were thought to be related to the pt's medications. Use of the magnet does not bring the pt out of their "sleeping seizures", but does bring the pt out of their regular seizures. Neurologist indiated that the pt experiences decreased levels of consciousness with fluctuations in blood pressure that are not believed to be related to the vns. Programmed device output current was decreased.